Event description:
Pt had bilateral mandibular distraction procedure. The left distractor progessed nicely. Right distractor did not progess despite it initial activation during surgery. Dr went back in 1.5 weeks later and discoverd he had backed activation wire out too far and end of surgery, so it did not engage the moving segment of the distractor. Dr rethreades device closed pt. Further absenation showed device still not moving. Dr performed daily distractions himself. Decided to replace the rigid piece send for evaluation.

Manufacturer narrative:
As received device had tissue and debris that prevented movement of the device. When the tissue was removed, the device moved freely. Both parts wire & distractor arm) showed no disceable sticking or jamming of the device and the device functional as designed. Marks showed at one time wire had been 75% engaged, but only 25% when received believe that when dr failed to engage wire in assembly in growth impeded movement when he tested to reatched 1 1/2 weeks later. The explanted extractor was only 25% engaged as returned problem resolved when new distractor am placed on that side.